Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. What does the reaction look like and how large of an area does the reaction cover? Image do you have any pictures of the reaction? Yes was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Placed on abx, no surgery intervention at this time. Wound monitoring if medication was required, please clarify if it was prescription strength. (Keflex 500mg tid for 1 week) what is the most current patient status? Alive and well, follow up photo coming soon was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Never, first time user previously used steristrips at the time of device surgery is the product available to be returned for evaluation? No additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a pacemaker surgery on (B)(6) 2025 and topical skin adhesive was used. The patient developed blisters at the incision site. At 7 days post-visit, the incision site was examined, and no issues were observed. By 14 days, the patient developed blisters at the incision site. Prescribed keflex 500mg tid for 1 week. The device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. I don¿t have anymore information regarding this. Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.